Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.